Event description:
New information received indicates that fluoroscopy was performed and confirmed that ra lead was pulled back with no slack.

Event description:
It was reported that undersensing, failure to capture and failure to sense were noted on the right atrial (ra) lead. The ra lead was capped, and a new ra lead was implant on (B)(6) 2025. The patient's condition was stable.